Manufacturer narrative:
Additional information: d4, g3, h2, h4, h6, h10 corrected data: h6 the device was discarded. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however; user-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.

Manufacturer narrative:
The device was discarded. Investigation of this event is ongoing. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, the surgeon discovered a broken haptic after implantation of an intraocular lens. The lens was removed intraoperatively. A replacement lens of the same diopter was implanted 1-week postop.